Event description:
The wheel allegedly buckled and the bearings came out, causing the consumer to fall and bust the sutures in this heel. A skin graft had to be done to close the wound.

Manufacturer narrative:
The wheel allegedly buckled causing the consumer to fall. Dealer had picked up the device and reported seeing tool marks on the device. MDR filed based on injury.